Event description:
Customer was hospitalized with high blood glucose of 550 mg/dl. Nurse called to verify that insulin pump was functioning correctly. Customer was treated with IV insulin. After troubleshooting, health professional was advised that insulin pump was functioning properly, only time and date was not correct. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.